Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2025. It was reported that after the first band deployment, the remaining ones failed to deploy. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2025. It was reported that after the first band deployment, the remaining ones failed to deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection showed that the slack was taken up and there was no evidence that the loop of the trip wire had been secured to the post on the handle. The suture was returned with seven knots. The ligator housing was not returned for evaluation. No additional abnormalities were observed with the components received. The reported event of bands failure to deploy was confirmed based on the evidence available. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. The labeling review indicated that the device was used in a manner inconsistent with the instructions for use, which specify securing the trip wire in the handle slot. Failure to secure the wire can prevent proper interaction between the trip wire and the handle mechanism once the ligator housing is installed on the endoscope, impairing deployment of the remaining bands. Although the ligator housing was not returned and full evaluation of the deployment mechanism was not possible, the available information indicates that failure to follow the instructions for use likely contributed to the reported event. Therefore, the most probable root cause for this event is failure to follow instructions.